Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the black suretrak tracker had a stripped screw. No patient was present during the time of the reported incident.